Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there was a leak from the base of the patient line where it attaches to the cartridge. The contact indicated that a cartridge would be loaded. The contact was sure the customer's blood glucose level had been impacted; however, the exact value was not provided.